Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer delivered correction injection via manual insulin therapy to address the elevated bg. Customer changed infusion set and cartridge and resumed insulin.